Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive and would intermittently "go black" during the fill tubing process. Additionally, it was reported that the pump would no longer deliver accurate amount of insulin once remaining insulin levels reached approximately 20 units. No further information was obtained as customer declined troubleshooting with tandem technical support. There was no reported impact to blood glucose.